Event description:
It was reported that during the one month follow up, it was noted that the pt suffered a stroke. This event resulted in a new/prolonged hospitalization. The pt's outcome was indicated as improved.